Event description:
It was reported by repair work order that the right tracks were missing and the left track was damaged, which could affect stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.